Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that intermittent out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) readings. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.